Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient was experiencing pain in the implant area. It is tender and poking out but not poking out of the skin. It is unknown if the patient was prescribed medication. The therapy support specialist (tss) contacted the patient and the patient reports that the symptoms, including the overactive bladder, are good and everything seems to be perfect. The patient scheduled a revision surgery for (B)(6) 2025 but may need to reschedule. The patient is scheduled for a pocket revision on (B)(6) 2025.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. This report is being filed for a correction to field (b5) incident description, correct h1 as a serious injury report, and update h6 impact code.

Event description:
It was reported that the patient was experiencing pain in the implant area. It is tender and poking out but not poking out of the skin. It is unknown if the patient was prescribed medication. The therapy support specialist (tss) contacted the patient and the patient reports that the symptoms, including the overactive bladder, are good and everything seems to be perfect. The patient scheduled a revision surgery for (B)(6) 2025 but may need to reschedule. The patient is scheduled for a pocket revision on (B)(6) 2025.

Event description:
It was reported that the patient was experiencing pain in the implant area. It is tender and poking out but not poking out of the skin. It is unknown if the patient was prescribed medication. The therapy support specialist (tss) contacted the patient and the patient reports that the symptoms, including the overactive bladder, are good and everything seems to be perfect. The patient scheduled a revision surgery for (B)(6) 2025 but may need to reschedule.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.